Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation out of its pouch and primed. A visual inspection was performed and found that the blue end cap was not present. The device's male luer was iso gauged and passed. A functional test was performed; an in-house blue end cap was attached to the male luer and then manually removed. No difficulty was encountered in attaching or removing the blue end cap. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not disconnect. The reporter stated that ¿the cap would not disengage from the bottom of the tubing¿ of a mini bag. The reporter was unable to push the sleeve up for disconnection. There was no patient involvement. No additional information is available.